Manufacturer narrative:
The product involved in the event is not available for evaluation. A follow-up report will be provided upon conclusion of investigation. Medical action industries is the manufacturer of the circumcision convenience kit containing the complaint component, r0632 (lots 2538r0632 & 2524r0632 were manufactured in kit) purchased from specification developer, global instruments inc. (FDA registration 1057200). This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Curved hemostat broke during circumcision procedure. The hemostat instrument failed to hold the skin, coming loose. No patient harm resulted from incident.